Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on sep 13, 2024, with lot number 3363333. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as surgical damage. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "intracapsular rupture of implants". This record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture of implants". This record is for right side. Device has been explanted.